Event description:
A peritoneal dialysis (pd) patient reported to fresenius technical support (ts) on 06/13/2026 that the liberty select cycler was alarming with m30 balloon valve leak warning occurred in step 5 of setup. The patient pressed ok, and the m30 reoccurred. The patient reported that at the end of their tx in the morning, they noticed a fluid leak but is unsure where the fluid leak started since patient's bed and floor were soaked. The fluid leak was discovered during tx complete - unknown step and the patient was connected during incident. Fluid leaked from unknown. No mention of holes anywhere when asked. There were no alarms/warnings prior to leak. The supplies are not available since this occurred on previous tx. At that point in time, the technical support representative advised the patient to discontinue using the cycler and to notify their peritoneal dialysis registered nurse (pdrn) of the event. A replacement cycler was issued to the patient. Upon follow-up conducted on (B)(6) 2026 a clinic peritoneal dialysis registered nurse (pdrn) stated that they were unaware of the reported leak event; therefore, they could not provide any further additional information regarding or confirm if the replacement had arrived. Pdrn stated they had seen the patient at the clinic on (B)(6) 2026 and they were doing fine, and they have been completing treatment; thus, they assume they received the replacement, however they could not confirm the information. Additional information was requested, however to date has not been provided.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.